Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that in early 2008, the patient presented with neck pain and back pain. On (B)(6)2008, the surgeon performed surgery on the patient, consisting of a lumbar spinal fusion (¿the first surgery¿). Rhbmp-2/acs was implanted in the patient during this surgery. Following this first surgery, the patient began to suffer from severe pain in her lower back, as well as from numbness in her right leg. On (B)(6) 2009, the patient underwent second surgery, consisting of a lumbar spinal fusion (¿the second surgery¿). Rhbmp-2/acs was implanted in the patient during this surgery. The patient continued to receive follow-up care from the surgeon; however, her pain did not diminish. On (B)(6) 2010, the surgeon performed another surgery on the patient, consisting of a cervical spinal fusion (¿the third surgery¿). Rhbmp-2/acs was implanted in the patient during this surgery. Following this third surgery, patient suffered from severe and extreme pain.